Event description:
It was reported by the pt in a maude event report (B)(4) that as a result of having the product implanted, the pt experienced pain, pain with intercourse, rectocele, vaginal pain, and underwent multiple surgeries.